Manufacturer narrative:
The device referenced in the journal publication was not returned to shockwave medical inc, nor any identifying references were provided. The firm has attempted to reach out for additional information but was unable to obtain any additional information. The cause and treatment of the branch occlusion could not be determined based on the information available in the journal. There was no report of any ivl device malfunction. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.

Event description:
An in-hospital branch occlusion after the use of ivl was reported via a journal publication regarding the study, "impact of the use of plaque modification techniques on coronary microcirculation using a angiography-derived index of microcirculatory resistance" published by the international journal of cardiovascular imaging (doi: https://doi.org/10.1007/s10554-024-03152-5). This is report 5 of 7 associated to this publication. There is no available information on the patient's health history, the procedure, event date, or the device relatedness.